Event description:
Info received indicates, the bed has no head up function electrically or manually.

Manufacturer narrative:
The tech isolated the issue to the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.